Manufacturer narrative:
(B)(4). The complaint charger device was not returned to the complaint investigation site (cis) for analysis. An e-DHR (electronic device history record) relating to batch 20042887 was performed and no issues were noted with the batch that may have led to the complaint. No non-conformances, reworks, scrap reversals, unusual scrap or note to files were initiated against the batch and no issues were noted during processing or at final device testing. There is no evidence that the device failed to meet specification prior to shipping. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 5.0 x100 135cm charger was selected for a peripheral stent procedure. The stent was placed and the charger was selected to post dilate the stent. The area of the vessel did not have any calcium. The shoulders of the balloon were outside the edge of the stent. Shortly after inflating the balloon in the stent, the balloon ruptured. The balloon was removed and the procedure was completed with another balloon. There were no patient complications and the patient¿s status is fine.